Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
See d4 expiration date updated to unknown, updated lot to unknown, d10 updated lot to unknown h4 updated to unknown, h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2021-01516; 509-02-036, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.